Event description:
It was observed that during the device evaluation, the duodenovideoscope exhibited foreign objects on the scope forceps elevator. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure found during investigation was confirmed. According to the investigation, foreign material was found on the scope forceps elevator. However, component analysis of the foreign material could not be identified. The root cause could not be identified. According to the investigation, the user conducting reprocessing in accordance with IFU or not was unknown from the provided information. Therefore, the investigation could not identify the foreign material remaining in the device. According to the investigation, the reported issue is detectable and preventable by handling device in accordance with the following IFU. IFU states the detection method in tjf-q190v operation manual 3.3 inspection of the endoscope. IFU states the preventative measures in tjf-q190v reprocessing manual 5.5 manually clean the endoscope and accessories. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.